Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('migration/perforation') and embedded device ('the coil near the left fallopian tube has embedded into the myometrium') in a (B)(6) year old female patient who had essure (ess205) (batch no. 509408) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo essure confirmation test". The patient's medical history included grand multiparity, hypothyroidism, nausea, vomiting and thyroid disorder. Previously administered products included for an unreported indication: depo-provera. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), embedded device (seriousness criteria medically significant and intervention required), pelvic pain ("pain"), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), mood swings ("hormonal changes describe: mood swings"), depression ("psychological or psychiatric problems condition: depression"), migraine ("migraines / headaches") and genital haemorrhage ("heavy bleeding") and was found to have weight increased ("weight gain / loss specify which one: weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (total hysterectomy with bilateral salpingectomy). Essure (ess205) was removed on (B)(6) 2019. At the time of the report, the uterine perforation, embedded device, pelvic pain, dysmenorrhoea, dyspareunia, mood swings, depression, migraine, weight increased, genital haemorrhage and uterine leiomyoma outcome was unknown. The reporter considered depression, dysmenorrhoea, dyspareunia, embedded device, genital haemorrhage, migraine, mood swings, pelvic pain, uterine leiomyoma, uterine perforation and weight increased to be related to essure (ess205). The reporter commented: on the right we had 2 coils. On the left we had 3 coils. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 18-feb-2020: plaintiff fact sheet received. Event uterine perforation , device embedded, genital bleeding, fibroids were added. Product, patient & reporter information updated. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.